Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front-electrode and an open skin irritation under the back-electrode from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician was made aware of the skin irritation, however, there was no indication that the patient received medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.